Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 7 am, on (B)(6) 2019. She reported that manages her diabetes with insulin (self-adjuster), and she made no changes to her diabetes management in response to the error 4 message. The patient alleges that 5-10 minutes after the meter issue began she developed symptoms of "passed out". In response to the symptom, the patient's daughter called the paramedics, who arrived and treated her with IV glucose, and she was transferred to hospital. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described incorrect testing steps (was not washing her hands). The csr confirmed that the patient's test strips had been stored correctly, were within expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical intervention after the alleged product issue began.